Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, an error code "fiber optic sensor error" came up. Another catheter was used without incident. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: d10 - 'device available for eval?' Changed to no. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, an error code "fiber optic sensor error" came up. Another catheter was used without incident. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, an error code "fiber optic sensor error" came up. Another catheter was used without incident. There was no reported injury to the patient.

Manufacturer narrative:
Supplemental number 284700 should have included the evaluation method code: analysis of production records; 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, an error code "fiber optic sensor error" came up. Another catheter was used without incident. There was no reported injury to the patient.